Event description:
Armstrong medical ltd received (B)(4) from ge healthcare ((B)(6)) have reported an issue with amab3801ge lot 300924f11. Out of the eight that were tested, four failed. This was highlighted after a large leak was noticed while a patient was attached to the machine. The co2 absorber had to be replaced. Reports of patient involvement. Armstrong medical ltd consider this to be a reportable event as it meets all three basic reporting criteria a-c of meddev 2 12-1 rev.8 and MDR article 2 (65). There was patient involvement with no patient harm reported. As this product is available on the market in the us, we are obliged to report to FDA. Please note that due to it issues with the us portal, armstrong medical ltd have been unable to submit reports to the FDA until now and we are submitting initial and follow up reports.

Manufacturer narrative:
No CAPA measures implemented as it was deemed that the device did not have a fault.